Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that pus came out from the connection part of the lead and extension. At the time of the collection for pathological examination, it was at the extent that the tip of the cotton swab for collection entered the wound. The system on the side of the pus was removed. The physician's observation about causality was asked but unknown no further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a rep indicated pseudomonas aeruginosa 2+ was detected.